Manufacturer narrative:
Evaluation summary: the sample was received for analysis and the reported issue was confirmed. The reported customer event is a known issue and root cause investigation efforts have been addressed in a corrective and preventative action. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, all 8's displayed in all segments of display. No patient involvement.